Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09105. Related manufacturer reference number: 2017865-2021-09108. Related manufacturer reference number: 2017865-2021-09109. It was reported that patient experienced fatigue and weakness. An echocardiogram and blood cultures revealed that the patient has developed a pocket infection. The entire system was explanted and it was found that there was vegetation on the leads. The patient condition after procedure is unknown.